Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited oversensing resulted in pacing inhibition due to electromagnetic interference (emi). The programming changes were performed and the patient was in stable condition.